Event description:
A customer contacted beckman coulter inc. Regarding a (B)(6) result generated by the unicel dxi 800 access immunoassay system for one patient. A (B)(6) result was obtained via an alternate methodology. A subsequent sample drawn from the patient a few months later resulted in a (B)(6) result. The erroneous results were not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. The samples were sent to customer product line support (cpls) for testing and cpls duplicated (B)(6) patient results obtained by the customer. A clear root cause for this event has not been determined to date.